Manufacturer narrative:
Product is not returned at the time of this report. Analysis report will be attached to supplemental report once product is received back and analysed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of traumatic vertebral fracture (3 vertebral bodies of l1.l2.l5). It was reported that after the procedure the set screws on both sides of the fixed lower level(s2)had loosened, according to the image, the rod had moved. Product remains implanted in patient. The loosening was suspected and confirmed on (B)(6). It was very probably that it occurred immediately after walking and sitting on the bed were allowed at about 2 weeks after operation. There were no patient symptoms or complications as a result of this event. Bone graft had not been performed because it was a trauma, and ps was not inserted in s1, and ballast had been inserted in s2ai. Instrumentations were th10,11,12,l1,2,3,4 and 5, anchor had been inserted in s2ai, and bone graft had only been performed at l1,2,3. An additional operation was performed on (B)(6). The backing out and loose of the set screw occurred, but it was unknown whether the event was caused by screw or set screw.